Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 300 cc, catalog number 3501645, serial number (B)(4), lot number 5647046. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300 cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline prostheses and experienced bilateral deflation post procedure. The final fill volume of the prostheses was 200ccs. The deflation was diagnosed during physical examination by the healthcare professional. As a result, the underwent bilateral prosthesis replacement on (B)(6) 2018. The right replacement was a mentor smooth round moderate profile 200cc saline prosthesis, catalog #3501625, serial #(B)(4). The left replacement was unknown, serial #(B)(4). Two devices were returned to mentor. The device a returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Otherwise, the device b returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation discovered 5 rents. Rent a measured approximately 1.5 cm; rent b measuring approx. 1.2 cm both located on the posterior aspect. Rent c ( 1.3 cm), rent d (0.3 cm) and rent e ( 2 cm) located on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/30/2018. Bilateral deflation was stated. The final fill volume of the deflated prosthesis was 200ccs. The right replacement was a mentor smooth round moderate profile 200cc saline prosthesis, catalog # 3501625, serial #(B)(4). The left replacement was unknown, serial #(B)(4). The mentor failure analysis lab received the device for evaluation on 4/30/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/23/2018 it was discovered that the PMA number was erroneously omitted from the original report. Manufacturer¿s reference number: (B)(4).